Event description:
It was reported that the health care professional (hcp) called boston scientific technical services (ts) because they were unable to setup this patient mobile monitor (pmm). An error message was being displayed, indicating the pmm was unable to pair with this recently implanted insertable cardiac monitor (icm) device. Ts reviewed latitude clarity and found monitoring for this patient was disabled due to a possible icm device issue; due to this reason, ts stated this icm device should be explanted and sent back to boston scientific for further analysis. Ts referred the hcp to discuss with their local field representative. A subsequent call was received from the field representative, they indicated during the implant procedure, the clinic mobile monitor (cmm) had been able to communicate with the icm device. Additional information from boston scientific field representative indicates the icm device was explanted and replaced with a new icm device, due to the initially reported issue. No adverse patient effects were reported. The explanted icm device has been returned.